Event description:
The customer stated that the insulin pump gave an alarm during normal use after being exposed to xray and cat scans. The customer then stated that he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer also stated that he had a mild stroke due to the high blood glucose levels. Troubleshooting was attempted, but the insulin pump kept alarming. Advised the customer that the insulin pump would be replaced due to the alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.